Event description:
I opened the individual packaging for the tampon and since the applicator was transparent, I saw a black ring at the hed (the rounded portion) where the applicator and tampon meet. I did not use the product.